Manufacturer narrative:
The dislodged stent was crushed onto the vessel wall and deployed at point of dislodgement using a balloon catheter - evaluation results and conclusion: stent newly deployed at rca # 2. Moderate tortuosity, moderate calcification, 100% stenosis. Force used during delivery of relevant device. Stent dislodgement.

Event description:
An attempt was made to deploy a 3.0mm diameter x 24mm length endeavor rx drug-eluting coronary stent into a patient for treatment of rca # 3-4. The lesion, was described as moderately tortuous, moderately calcified exhibiting 100% stenosis and was pre-dilated. Prior to this, four endeavor rx drug-eluting coronary stents were deployed to the rca with no issue reported. It is reported that during delivery of the relevant device, the stent was caught in a strut, the endeavor rx drug-eluting coronary stent deployed at rca #2 and dislodged on withdrawal of the device. Information received from the account confirmed that the relevant stent was inspected prior to use with no issues noted. No resistance was encountered advancing the relevant; however, the physician reported that force was used during delivery. The physician commented that the event was not a device malfunction and that the patient morphology may have contributed to the reported event. The relevant stent was crushed onto the vessel wall at site of dislodgement and deployed using a balloon catheter. Based on the information available, the device has not been identified as the root cause of the event. It appears that the stent dislodgement was related to the newly deployed stent at rca#2 coupled with patient lesion morphology and the force used during delivery of the relevant device. Stent dislodgement is also listed as an inherent risk of a pci procedure. The patient is reported to be fine and no other sequelae were reported.